Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that waveforms were sent to capture driveline fault alarms while patient was hospitalized. The patient was visiting and would follow up with the implanting center. The log file captured intermittent driveline fault events throughout the log. Phase data showed monitored wire of phase 1 (green) having some continuity issues that did not look completely broken.

Manufacturer narrative:
This event is supplemental and the investigation findings will be submitted under target manufacturer report #2916596-2025-06969.